Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the responsive rate function was active even in the presence of spontaneous rhythm. The rate responsive function was deactivated. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.